Manufacturer narrative:
Device was returned unopened with original packaging. Visual inspection confirmed customer complaint of missing component. Root cause traced to manufacturing. Production personnel are trained to perform assembly operations according to manufacturing procedures. Awareness notifications were sent to production personnel. Device history record of the lot number shows no reported similar issues.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during trauma event, the emergency department had to open four (4) boxes of the device tubing to find a set that was complete. Three (3) of those boxes had tubing that was missing the bottom part of the set. Have a total of eight (8) boxes (8 sets) in the emergency room of the same lot number. One (1) box that had a complete set was able to be used on the patient and have not opened the remaining four (4) boxes. At this time no patient information is available and since the product fault did not cause a death it is not known if the information can be provided.